Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed on the 11th july 2009 and that it had performed to specification up to the 22nd december 2013. On the 29th december 2013 the device failed the weekly auto self-test due to a low battery. An additional 3 low battery fails were recorded up to the 9th january 2014. The device later passed a self-test during a manual power cycle on the 12th january 2014. On the 19th january 2014 an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups one of ten minutes duration were observed in the device memory between the 10th december 2015 and the last log entry on the 17th december 2015. Investigation found the reported fault can be attributed to membrane failure. The multiple manual power ups may indicate the device was switching itself on automatically and the user was intervening by turning the device off via the on/off button. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore the initial pad-pak performed as expected for approximately 53 months before issuing a low battery warning. There was also a slight fluctuation observed on the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.